Event description:
The user facility reported that the glidewire was severed during a neuro procedure inside the patient's internal jugular vein. The severed parts of the wire were successfully retrieved. There was no reported blood loss. The event occurred intra-operatively and did not result in patient injury or necessitate medical or surgical intervention. Additional information was received on 03 jun 2025: two severed pieces were snared. The patient is stable. A navicross, angled, was used with the glidewire.